Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a reading of 120 mg/dl on the sensor and experienced symptoms described as dizziness and dry mouth. Ambulance was called and a reading of 170 mg/dl was obtained on the hcp meter within 10 minutes of the sensor reading. Customer was transported to hospital where she was diagnosed with hyperglycemia and she was treated with IV fluids. A CT scan, cbc was performed and customer was additionally prescribed with meclizine 25 mg. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a reading of 120 mg/dl on the sensor and experienced symptoms described as dizziness and dry mouth. Ambulance was called and a reading of 170 mg/dl was obtained on the hcp meter within 10 minutes of the sensor reading. Customer was transported to hospital where she was diagnosed with hyperglycemia and she was treated with IV fluids. A CT scan, cbc was performed and customer was additionally prescribed with meclizine 25 mg. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. The issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.